Event description:
On 26th august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was found that the spring arm joint was damaged and the headlight was hanging. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged spring arm connection could lead to arm and headlight detachment and may cause serious injury.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.; additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled. It was found that the spring arm joint was damaged, and the headlight was hanging. There was no injury reported, however, we decided to report the issue in abundance of caution as damaged spring arm connection could lead to arm and headlight detachment and may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was established by subject matter experts at the manufacturer. As they stated, a breakage was detected on the front pivot of a spring arm manufactured in 2011. The fracture was probably located at the edge of the weld joint. This fracture is probably due to repeated or excessive mechanical stresses generated during handling, for a period of more than 10 years. The spring arm concerned must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).